Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 25mm epic supra tissue valve was implanted in the aortic position secondary to endocarditis of the native valve. On (B)(6) 2016, the patient was hospitalized secondary to grade 4+ aortic insufficiency. Redo avr was performed and a 23mm edwards magna valve was implanted. Ex vivo, per report the epic valve had a cuspal tear on the left coronary side and was reported to be in poor condition. The patient is recovering well.